Event description:
Information suggests voice prompts are not playing. Absence of voice prompts may lead to an adverse event. No patient involvement.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault of all device leds becoming illuminated when the returned pad-pak was installed, as the device did not power on correctly. This fault was attributed to one battery cell having leaked and failed, resulting in low voltage output from the pad-pak. No fault was identified on the sam 360p that would have caused a battery cell to deplete, suggesting that the issue had been due to a single failed cell. Whilst the device delivered a test shock during the investigation, failure to power on as intended may prevent or delay defibrillation, should the device and returned pad-pak have been used in a patient event.

Manufacturer narrative:
Heartsine has received the device for investigation. A supplemental report detailing the findings of the investigation shall be submitted no later than 30 days after completion of the investigation.

Event description:
Information suggests voice prompts are not playing. Absence of voice prompts may lead to an adverse event. No patient involvement.